Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but information was not provided. Date of event: unknown, information not provided. Model number: unknown as the serial number of the device was not provided. Catalog number: unknown as the serial number of the device was not provided. Serial number: unknown, information not provided. Expiration date: unknown as the serial number of the device was not provided. UDI number: unknown as the serial number of the device was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as the serial number of the device was not provided. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that the optiblue filter is the issue with patients not being able to see blue colors at night and experiencing dysphotopsia at night. The doctor provided that he explanted four synergy optiblue lenses due to said filter issue. No further information was provided. A report is being submitted for each of the 4 explant cases. This is report 1 of 4.